Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of 500:320:844:0000 failure code was confirmed during product evaluation. The assignable cause was the lock button being pressed for more than 50 seconds. No repairs were needed for the reported condition, as no conclusion can be drawn for this condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a failure code 500:320:844:0000. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. During baxter's review of the event history in another report, it was discovered that failure code 500:320:844:0000 stopped infusions on all three channels. No additional information is available. The user interface module mater software version is 5.04.00, categorized as unremediated.